Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user experienced a discrepancy between the ilet and dexcom g7 cgm readings. The dexcom showed 80 mg/dl, while a fingerstick indicated a bg of 30 mg/dl. The school nurse administered juice and formula, raising the bg to 80 mg/dl after 40 minutes, but the dexcom reading was still 120 mg/dl. The user's mother was advised to schedule additional training on device usage. The user experienced "falling asleep" but did not require further assistance.